Event description:
Coiling treatment of an aneurysm. It was reported the coil bunched up and resistance was encountered inside the catheter during coil delivery. During coil removal, the coil detached inside the sheath protector. No patient injury reported.

Manufacturer narrative:
The device involved in this event has been returned, and is being evaluated. A follow-up report will be submitted when the evaluation is completed.